Event description:
The distributor reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. No additional information was provided. No patient complications were reported.